Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Concomitant product: the unknown pump used was a sigma spectrum pump. Upon follow-up with the customer, the following information was obtained: the patient was being infused with 1 gram vancomycin ivpb diluted in 200 mls of unknown IV solution. The infusion was ran on a sigma spectrum pump to run at a rate of 200 ml/hr. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown buretrol set was involved in an alarming pump incident. According to the report, a false upstream occlusion alarm occurred while the set was being used with an unknown pump and premixed vancomycin (baxter product). The solution was at room temperature. Patient involvement is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.